Event description:
Report of explant of device system due to "wound infection, meningitis, patient outcome - full recovery" received per annual device tracking report. Follow up with hcp revealed onset/diagnosis of infection was in 2001 with meningitis - patient symptom - headache. The primary location of the infection was the lumbar region. A culture was done of the cerebro spinal fluid and was positive for enterococcus. The patient was treated with IV antibiotics and total device system explant. The infection has resolved.